Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the caller with the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to call back if any issues reappear.